Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that one patient generated an architect total psa of 0.9 ng/ml. The result was questioned by a physician. Upon repeat, the patient result was 9.226 ng/ml. The patient sample was tested on another architect and generated a total psa result of 8.699 ng/ml. Historically, the patient had a total psa value of 9 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The architect total psa assay generated a low result that was questioned by a physician. The specimen was retested and the retest value was acceptable and matched the patient's previous result. Upon investigation, it was confirmed that the phenomenon occurred with this specimen only. The issue was monitored for a fixed time period and there were no similar occurrences. The issue seemed to be specimen specific. Per the architect total psa package insert under the section entitled "specimen collection and preparation for analysis": insufficient processing of sample, or disruption of the sample during transportation may cause depressed results. The section also mentions that the serum specimens should be free of fibrin, red blood cells, or other particulate matter prior to use to ensure consistency in the results. The architect total psa package insert under the section entitled "limitations of the procedure" addresses different scenarios where a specimen could generate discrepant/incorrect results. The issue was resolved to the satisfaction of the customer and no further assistance was required. This is the final report.